Manufacturer narrative:
Product event summary: at analysis it was noted that the lens was cracked and the menu display had three lines missing. The device failed its incoming testing related to the liquid crystal display. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned for a functional check and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.